Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the attempted advancement of the delivery catheter system (dcs) through the right iliac artery, it was attempted to pass through a stent, however the stent was crushed. The dcs was removed from the patient, and the access site was switched to the left femoral artery. Upon traversing the patient's native annulus, the patient wide open regurgitation and a blood pressure drop to 55/30 was observed. Two initial deployment attempts were made, however the positioning was too deep on both attempts, and recaptures were necessary. On the third deployment attempt, the valve was successfully deployed at 3 millimeters (mm). Upon full deployment, the patient coded and cardiopulmonary resuscitation (CPR) was initiated. CPR was performed for approximately 25 minutes, however the patient's blood pressure never recovered and ultimately passed away. Additional information was received that per the physician, the cause of the death and cardiac arrest was due to poor left ventricle (lv) function with temporary aortic valve occlusion during the deployment of the transcatheter valve that the patient could not recover from, and the procedure cannot be excluded as a contributing factor to the death or cardiac arrest. However, the valve and delivery catheter system (dcs) can be excluded as a contributing cause to the death and cardiac arrest. It was noted that the patient's baseline ejection fraction (ef) of 18% prior to the procedure was a contributing factor to the death as it made it extremely difficult for the patient to survive.

Manufacturer narrative:
Corrected data: h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the attempted advancement of the delivery catheter system (dcs) through the right iliac artery, it was attempted to pass through a stent, however the stent was crushed. The dcs was removed from the patient, and the access site was switched to the left femoral artery. Upon traversing the patient's native annulus, the patient wide open regurgitation and a blood pressure drop to 55/30 was observed. Two initial deployment attempts were made, however the positioning was too deep on both attempts, and recaptures were necessary. On the third deployment attempt, the valve was successfully deployed at 3 millimeters (mm). Upon full deployment, the patient coded and cardiopulmonary resuscitation (CPR) was initiated. CPR was performed for approximately 25 minutes, however the patient's blood pressure never recovered and ultimately passed away.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {non-implantable}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.